Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found no anomalies.

Event description:
It was reported that there was no left ventricular (lv) lead capture after connection to the cardiac resynchronization therapy defibrillator (crt-d). It was noted there was capture observed via analyzer measurement and the lv connector was inconspicuous macroscopically. Multiple measurements via the analyzer and the device were taken, all with the same result. The crt-d was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.